Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer's mother reported via phone call that her daughter's insulin pump was dropped and then alarmed off no power. The patient's blood glucose at the time of incident was 182 mg/dl. The device was not turning on. Troubleshooting was initiated for the off no power alarm. The customer did not receive a low battery alert prior to the off no power alarm. The battery was not previously used. The insulin pump was not dropped. There were no unattended alarms. The battery cap was not loose, cracked, or damaged. The customer attempted to use multiple batteries but the device would not turn on. The insulin pump will be returned for analysis and a replacement device was shipped to the customer.